Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no related complaint assessment capas. The electronic lot history record (elhr) no associated manufacturing nonconformities issued to the reported lot. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to operational circumstances. In this case, it was reported that the guide wire was noted as separated during a catheter exchange. Factors that may contribute to guide wire separation during use include, but are not limited to, tensile strength, corrosion, excessive force applied to device, interaction with accessory devices, and/or interaction with challenging anatomy. There was no damage or anomalies noted to the guide wire during the inspection prior to use or during preparation for use which suggests a product quality issue did not contribute to the reported difficulties. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported material separation. The separated portion of the wire was removed via an introducer. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported the procedure was to treat a lesion in the anterior tibial artery. The command es guide wire was placed and a 2.50x200mm armada 14 balloon dilatation catheter (bdc) was advanced to the target lesion and the balloon inflated. After deflation, an unsuccessful attempt was made to advance the bdc to the distal section of the lesion. The bdc was replaced with an asahi corsair microcatheter when it was noted the command guide wire had separated. The 5fr introducer was replaced with a 6fr and the separated portion of the guide wire was able to be removed. The procedure was continued using a whisper es guide wire. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.